Manufacturer narrative:
The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). Review of the run data showed the alleged run resulted in a potential false-positive result for sars-cov-2 because of a thermal error. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
A customer from the us alleged the generation of discrepant results for one patient sample when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system (sn (B)(4)). The sample generated a result of sars cov-2 positive, flu a and flu b negative in the initial test on the cobas liat system. Retest on the cobas 6800 system generated a negative result for all 3 targets. Testing of a recollected sample on the same cobas liat system also generated a negative result for all 3 targets. All initial and retest results were reported to the doctor and patient. With the first positive sars-cov-2 test result, the patient was moved to the covid wing at the medical facility. After subsequent negative results, patient was moved out of the covid wing. No harm was alleged. An investigation was completed to evaluate the customer issue.